Event description:
The lens was initially implanted and the patient came back to the surgery center the next day for post-op examination. The patient still had blurry vision. The doctor re-ran the calculations during post-op. The patient later came back to the surgery center where the doctor opened the original incision and did not enlarge it. The doctor cut the lens into multiple pieces and removed the lens with no injury. The doctor then implanted a replacement lens of the same model with a lower diopter. This patient was a lasik patient and also had a laser revision which made it difficult to make the lens calculations for them.

Manufacturer narrative:
The lens was cut into multiple pieces by the physician and removed without complications. The doctor exchanged the original lens of the same model to a lower diopter successfully. This patient was a lasik patient and also had a laser revision which made it difficult to make the lens calculations for them. The device is not expected to be returned. A manufacturing record review was performed and met specifications. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Lens destroyed at facility.